Event description:
A hospital in (B)(6) reported that the size of the infant resuscitation mask is not the same as the mask size printed on the packaging label. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rd805 neonatal resuscitation mask was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the rd805 mask size is 50 mm. The complaint device was returned unsealed in it's original packaging. The label on the packaging states 50 mm and it was revealed that the mask inside the packaging was a 35 mm mask. A lot check revealed no other complaint of this type for lot number 2012-03. Conclusion: an incorrect size mask (35 mm) was incorrectly packaged and labeled as a 50 mm mask. All neonatal resuscitation masks are visually inspected during production and a label is applied once the product passes the inspection criteria. It is possible that the incorrect mask was not detected during the visual inspection. (B)(4).